Event description:
Customer reported the alarm will not power on. Customer has replaced the batteries with a new supply. Customer reported there is no physical damage to the outside of the alarm and discovered this during set-up at the bedside. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm no power. Unit was tested for power with new batteries. Unit was tested three times at five minute intervals and unit powered up each time without any intermittency observed. However, when set to voice mode the voice message plays only once and not continuously as it should. When set to voice and tone mode the voice message plays only once and no tone sound is heard. The battery door is missing, the red battery ribbon is missing and a dust cover inside the battery compartment is cracked. The unit passed all other functional tests. Note: instructions for use state: the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).